Event description:
The customer reported no delivery alarms during a bolus. The customer then stated that he was hospitalized for high blood glucose levels, with a reading of 584 mg/dl. Prior to the event, the customer was vomiting blood. The customer did not get any alarms on the insulin pump. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.